Manufacturer narrative:
Device sample has not been received by manufacturer in time for this report.

Event description:
The complaint was reported as: that during the application of the clip, the insert of the applier broke at the jaws level and fell into the pt. It was totally recovered. No consequence for the pt. No reported injury.